Manufacturer narrative:
Continued from block h6: internal film review: review of a pre-implant planning worksheet revealed that the patient had a proximal neck that ranged in diameter from 21 ¿ 19.6 ¿ 22.5mm along the 17mm neck length. The neck was noted as mildly angulated, with no thrombus or calcification. The distal aortic diameter measured 23mm. The left common iliac artery diameter measured 12.6 ¿ 11.3mm. The plan noted that the right internal iliac will be coil embolized, and will extend into the 8.5mm diameter right external with a 10mm limb. No calcification was noted within either the right or left iliac arteries. Review of CT¿s from 7 months post-implant revealed that an endurant iis stent graft system had been implanted in the patient. The bifurcate was positioned ~5mm below the renal arteries; the proximal od measured ~24mm. The bifurcate ipsi limb on the right side was extended with an endurant limb into the right external iliac artery, bypassing the aneurysmal riia which was coil embolized. The distal right limb measured ~10mm; 7mm minimum flow lumen diameter. The contra limb was implanted proximally into the gate near the level of the flow divider, and was positioned distally into the distal portion of the left common iliac artery. The distal left limb od measured ~14mm; 12mm flow lumen diameter. Slight thrombus was seen along the inner wall of the bifurcate aortic body, and beginning at the flow divider thrombus (1 ¿ 2mm thickness) was seen along the inner wall of the bifurcate ipsi limb and limb extension within the rcia. No thrombus or occlusion was seen with the right external, distal to the right limbs, or along the left side. Other than minor right limb compression with the distal aorta, no stent graft kinks or other areas of compression was observed. The max diameter aaa measured 50mm and no endoleak was seen. Review of CT¿s from 13 months post-implant revealed that the bifurcate was positioned ~5mm below the renal arteries; the proximal od measured ~24mm. Increased thrombus up to 5mm max thickness was seen along the inner wall of the bifurcate aortic body, and beginning at the flow divider the right limbs were 100% occluded. The distal right limb measured ~11mm (8mm ID). Flow resumed distally from collateral flow near the right femoral artery. The contra limb was patent w/o any visible thrombus, and there was patent flow distal to the left limb. The distal left limb od measured ~14mm; 12mm flow lumen diameter. Other than minor right limb compression (~11mm) with the distal aorta, no stent graft kinks or other areas of compression was observed. The max diameter aaa measured 45mm and no endoleak was seen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: esbf2514c103e sn (B)(4), expiration date: 2018-03-25, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient came in for follow-up and the CT scan showed a occlusion of the right limb; however, the patient is asymptomatic. The prior CT, the limb was patent. The physician stated the cause of the event cannot be determined. The patient has and will not receive treatment. No clinical sequelae were reported and the patient will be monitored by their physician.